Event description:
It was reported that the patient was experiencing weird pain. The physician believed that the leads had migrated. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were not returned as they were disposed by the facility.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7098162. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 520464.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing weird pain. The physician believed that the leads had migrated. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were not returned as they were disposed by the facility.